Event description:
As reported per clinical trial(B)(4): on (B)(6) 2014, the patient underwent first time recurrent incisional midline open hernia (20 cm x 8 cm) repair procedure, during which a xenmatrix surgical graft was trimmed and placed in underlay fashion intra-peritoneally using anterior component separation technique (cst) method, fixated using non-bard/davol maxon suture. Fascia was achieved using non-bard/davol vicryl interrupted stitch and full skin closure was achieved using sutures. Concomitant procedure includes panniculectomy, lysis of adhesions and bowel resection. The patient was discharged to home on (B)(6) 2014. On (B)(6) 2022, the patient was diagnosed with incisional midline hernia recurrence (1cm x 7cm) and confirmed through CT scan which was performed on same day. As reported, the patient underwent open midline incisional hernia recurrence repair procedure on (B)(6) 2022 with the implant of unknown absorbable synthetic mesh and placed in onlay fashion. The patient was discharged to home on (B)(6) 2022. The ae is clinically assessed to be possibly related to the study device and possibly to the procedure. This has been assessed as a serious adverse event of moderate severity. The reported adverse event meets the definition of an sae (serious adverse event) and does not meet the definition of uade (unidentified adverse device event).

Manufacturer narrative:
As reported, a patient was diagnosed with a hernia recurrence post implant of the xenmatrix surgical graft and underwent reoperation to repair hernia recurrence. The clinician has assessed the patient¿s postoperative course of hernia recurrence as possibly related to the study device and possibly related to the procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery and included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. Review of manufacturing records confirms product was manufactured to specification. This MDR represent the ae of hernia recurrence. An additional MDR (B)(4) was previously submitted to represent the ae of abscess. Not returned - remains implanted